Event description:
While performing a fistulagram, within the anastomosis the balloon ruptured at 15 atm. Due to circumferential rupture, a segment of the balloon material was left in the patient and had to be surgically removed. No patient injury was sustained as a result of the balloon rupture.